Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating and that the wake button was not working. Additionally, it was reported that cartridges did not fit securely onto the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer declined to provide additional information, and declined troubleshooting with tandem technical support.